Manufacturer narrative:
Date of event is estimated. The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode trial lead kit, 60cm length, model: 3086, serial: (B)(4), batch: a000127372; UDI: (B)(4). A patient experiencing chest pain was reported to abbott. Patient was advised to go to ER. No findings from CT scan. Patient was explanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced chest pain and was sent to the emergency room. Diagnostic imaging was performed and no findings were found. The system was explanted to address the issue. Additional information indicated the patient is stable post-operatively, reportedly. The investigation did not determine which lead is related to the issue.